Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an atrioventricular node ablation the patient required 100% pacing from the leadless implantable pulse generator (ipg) which caused an extreme decrease in the rate of battery depletion which concerned the physician. Programming rate response exacerbated the rate of battery depletion. It was determined that the voltage estimator was underestimating the remaining longevity. The leadless ipg remains in use. No patient complications have been reported as a result of this event.